Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatched to investigate. The stm inspected the iabp unit and observed that blood had intruded into the pneumatic module including the safety disk. The stm replaced the pneumatic module assembly (p/n: 0997-00-1178) then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event. Blood was noted at the gas line connection to the safety disk. The balloon catheter was removed and the iabp unit was sent to the biomed for evaluation. There was no patient harm and no adverse event was reported. Related to iab complaint#: (B)(4).